Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. Since limited information is available, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. Based on the further information received, low positioning of the valve at n/r commissure during implant is possible. As such, cause of the reported event can possibly be related to the mispositioning of the device (use error). Should further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer was informed that on (B)(6) 2024 a perceval valve pvs25 was implanted in a patient. Reportedly, av block was noted when the patient left the operating room but was stopped at ICU on (B)(6) 2024. However, on (B)(6) 2024, av block was noted again, and temporal pacing was started. On (B)(6) 2024, av block was noted again. As such, pacemaker was implanted. Based on the further information received, outcome was good, and no device malfunction was noted. Reportedly, low positioning of the valve at n/r commissure during implant is possible. No further information is available.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since limited information is available, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
Device remains implanted.

Event description:
Manufacturer was informed that on (B)(6) 2024, a perceval valve pvs25 was implanted in a patient. Reportedly, av block was noted when the patient left the operating room but was stopped at ICU on (B)(6) 2024. However, on (B)(6) 2024, av block was noted again, and temporal pacing was started. On (B)(6) 2024, av block was noted again. As such, pacemaker was implanted. No further information is available at this time.